Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) alarm, which occurred on the homechoice (hc) during peritoneal dialysis, drain 4 of 4. The home patient (hp) was connected at the time of the alarm. The hp checked the cassette's patient line and found air all the way through the line and into the transfer set tubing. The cause of the air in the line was not determined during troubleshooting by the baxter technical service representative (tsr). The hp cycled the power off and on to clear the system error 2240 which was followed by a system error 2367. Therapy was then ended. The tsr had the hp disconnect using aseptic technique and remove the cassette. The tsr advised the hp to notify their peritoneal dialysis registered nurse (pdrn) as soon as possible. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A follow-up report will be filed if any additional relevant information becomes available.